Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary intervention, crossing difficulty occurred. The 90% stenosed target lesion was located in the moderately calcified and mildly tortuous left anterior descending artery (lad). The 3.00x38mm promus element plus stent was advanced to the lesion but was unable to cross. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed distal stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with distal stent damage. Struts on the most distal row were misaligned and slightly pushed distally. This type of damage is consistent with the stent meeting resistance upon withdrawal. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).